Event description:
Information received from a consumer reported that the patient was experiencing a change in therapy. The consumer reported that the patient's implantable neurostimulator (ins) wasn't working and they were in bad pain. The patient stated that the ins lessens their pain but never relieves the pain. It was noted that the patient was in chronic pain and have always had pain. The patient was to follow up with their healthcare provider (hcp) and had an appointment scheduled for (B)(6) 2016. The consumer wanted a manufacturer representative present at the appointment as well. It was noted that the issue of the ins not working started within a month or a little over a month prior to the date of this report. Indication for use is arachnoiditis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.